Event description:
On (B)(6) 2010, patient reported the down button on the infusion device was defective. This was first noticed one week prior when attempting to bolus, and the down button was erratic in responding. Patient boluses 5-6 times per day. Down button pops up after it is pressed. Infusion device was not dropped or exposed to water or insulin ingress. All other buttons on infusion device respond as intended. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.